Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used inf.sp.line,trans,pvc,ll,250cm-EU without packaging and 3 customer pictures of the complained sample were received. The sample was handed over connected to a blood transfusion bag. The sample was still filled with blood. The following investigations were conducted: visual inspection: the received sample and the sample shown in the received customer pictures were taken to a visual inspection. At the received used sample was detected a hole in the infusion tube about 58 cm from the clip of the pump segment (side of the patient). Two of the received customer pictures also show the hole in the tube. The third picture shows the primary packaging of the complained sample with the variable data. Physical inspection: in addition, the received sample was taken to a leak test. At the received used sample, leakages were detected due to a hole in the infusion tube about 58 cm from the clip of the pump segment (side of the patient). The batch history review was conducted, and no damages or abnormalities were identified. Summary and assessment: a fault during the manufacturing process is assumed. Based on the conducted investigations the received used sample is not within the specification. Therefore, the defect is considered as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists.

Event description:
According to the event description: "when the nurse had spiked a unit of red cells with a b braun infusomat space line and ran the blood down the line, she noticed the tubing had a crack in the middle as the blood started to leak out. She moved the clamp above the crack and put the tubing in a taped-up bag so not to introduce infection to the child."